Manufacturer narrative:
Zimvie complaint (B)(4).. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown.

Event description:
It was reported that the implant was removed due to poor bone formation. Tooth #19.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: expiration date and unique identifier (UDI) number. H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. Zimvie received implant for evaluation. Visual evaluation was performed, debris and slight wear from usage. No damage identified or signs of malfunction. Measurements match drawing. DHR review was completed for the subject lot number. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning therefore, based on the available information, a device malfunction did not occur. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.